Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and the reported issue with the instrument could not be replicated or confirmed. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions on several attempts. The grips opened and closed properly and were aligned. The instrument passed the clip test in 2 out of 2 attempts. The instrument was fully functional. No product issue was identified. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after applying approximately 6 clips, the medium-large clip applier instrument jaws were not aligned and would not close the clips any longer. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, nothing out of the ordinary was noted. The instrument was clipping just fine and then the customer observed that the tips were bent and it stopped clipping while on tissue. There was no injury to the patient. A backup instrument was used to complete the procedure without issue.